Event description:
It was reported that the patient underwent an explant of a intraocular lens the same day due to the surgeon changing his mind. It was stated that the incision was enlarged. No complications were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Investigation of the returned product revealed the lens had one broken haptic with the appearance of blood and ophthalmic viscosurgical device (ovd). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.